Manufacturer narrative:
A4 - weight: 52.50 kg.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal fistula in the right forearm radial artery to cephalic vein. After opening the cephalic vein stenosis of the right upper arm with a 4f single curved catheter and 0.035 guidewire, the guidewire entered the right subclavian vein. The catheter was withdrawn and a 7.0 x 60, 75cm mustang balloon catheter was advanced along the guidewire for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
A4 - weight: 52.50 kg. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 5mm in length and extended from a position 8mm proximal of the distal markerband to 13mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal fistula in the right forearm radial artery to cephalic vein. After opening the cephalic vein stenosis of the right upper arm with a 4f single curved catheter and 0.035 guidewire, the guidewire entered the right subclavian vein. The catheter was withdrawn and a 7.0 x 60, 75cm mustang balloon catheter was advanced along the guidewire for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion was 75% stenosed, moderately tortuous, and moderately calcified. The balloon ruptured during the second inflation at 20-24 atmospheres for 15-20 seconds. The device was removed without any difficulty.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal fistula in the right forearm radial artery to cephalic vein. After opening the cephalic vein stenosis of the right upper arm with a 4f single curved catheter and 0.035 guidewire, the guidewire entered the right subclavian vein. The catheter was withdrawn and a 7.0 x 60, 75cm mustang balloon catheter was advanced along the guidewire for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion was 75% stenosed, moderately tortuous, and moderately calcified. The balloon ruptured during the second inflation at 20-24 atmospheres for 15-20 seconds. The device was removed without any difficulty.

Manufacturer narrative:
A4 - weight: 52.50 kg.